Event description:
It was reported that this pacemaker device exhibited oversensing and noise. The patient was seen in clinic and the noise episodes were noted in the arrhythmia logbook on both non-boston scientific (bsc) right atrial (ra) lead and right ventricular (rv) lead. It was recommended to perform an x-ray imaging. The physician stated the patient to be seen in a different clinic for lead replacement and have lead evaluation done. This device and non-bsc leads currently remains in service. No adverse patient effects were reported.